Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, blood leaked out of the shunt sensor. The product was changed out, there was a slight amount of blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. The evaluation could not confirm leak. It is possible that user error could have contributed to the event due to the blue adapter cap not being retightened after calibration, which may cause a leak. (B)(4).